Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had data synchronization error and the patient discharged but still shown as active. There were no delay, no adverse events or injuries reported based on this event.